Manufacturer narrative:
Investigation: samples received: 32 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We have manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 32 closed units to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): (B)(4). Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 a2: age is under 5 years old h3: patient code: cleft palate if additional information is received a follow up report will be submitted.

Event description:
It was reported suture (thread) broke post surgery. A patient (age under 5 years old) underwent a surgical procedure to repair a cleft palate. It was reported that seven (7) days post surgery the suture broke and the patient required another surgical procedure to re-suture. No additional patient information was received.